Event description:
It was reported that the patient hospitalized due to high blood glucose on (B)(6) 2026 due to wife thinks that is the issue and the site was lifted on the applicator causing kinked cannula.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.